Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable before, during and post procedure.